Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a lantern delivery microcatheter (lantern). During the procedure, the physician was advancing the lantern without a guidewire through the vessel while injecting contrast intermittently to locate the target vessel; however, the physician started to experience resistance. Subsequently, the physician removed the lantern and noticed it had kinked and broken at multiple locations. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the device was fractured in multiple locations. If the lantern is manipulated against resistance, damage such as kinks and subsequent fractures may occur. Based on the reported event, advancing the lantern without a guidewire likely contributed to the resistance. Further evaluation revealed a kink on the proximal end. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.